Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation, the distal end, control unit, scope connector was dirty. Insertion resistance at the tip was out of standards due to scratch of plastic distal end cover. Angulation in the up direction was out of standards due to worn of angle wire. Insertion quantity was out of standards due to crumpled part of channel tube. Liquid leaks due to crumpled part of channel tube. Focus was not transformed to near point due to damage of charge coupled device unit. The adhesive part of bending section cover was broken. The coating at the connecting tube was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer, the evis lucera elite colonovideoscope while rotating the angle adjustment control knob did not adjust the angle. The event occurred during preparation for use. The unspecified diagnostic procedure was completed using a replacement device. There was no delay in procedure or report of patient harm associated with this event. During incoming inspection, it was determined foreign matter was coming out of the blockage channel. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was reprocessing. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The start of precleaning was not delayed after the procedure. Water was aspirated through the instrument/ suction channel with a suction pump. The auxiliary water channel was flushed with water by using the flushing pump/manual. All the reprocessing accessories worked without abnormality. Manual cleaning was performed within an hour after the procedure.